Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 196 mg/dl. Customer reported pump was reset, the unspecified malfunction alarm was cleared, and insulin delivery was able to be resumed.